Event description:
Allergic reaction (hypersensitivity). Pressure drop/hypotension(hypotension), anaphylactic shock (anaphylactic shock), rash (rash). Case description: MFR report # is 3003568924-2006-0004. Info was rec'd regarding a pt who experienced a severe allergic reaction during a kidney transplant. Viaspan cold storage solution for preservation of intra-abdominal organs (kidneys, liver and pancreas) was used to preserve the kidney organ after harvesting fro ma donor. The nephrologist reported the pt experienced a severe pressure drop. It was reported by the nephrologist that the anesthesiologist believes it was an allergic reaction to viaspan. The pt was treated with a perfusion of adrenalin for the anaphylactic shock. As a precaution, prior to the second kidney transplant, the nephrologist advised the nurse to re-perfuse with saline solution to remove the viaspan solution. When the second kidney was transplanted, the pt had an allergic reaction (less severe than the first allergic reaction). It was hypothesized that the reaction was less severe because of the adrenalin perfusion. It was reported the second kidney was exposed to saline solution only on the outside, and as a result viaspan solution was still in the kidney. Add,l info rec,d from the nephrologist on october 24, 2006. As part of their pre-op protocol, the pt rec,d mycophenol, tacrolymus, ancef, daclizumab, zenepax and decadron. After receiving the first kidney (45 mins after perfusion with solumedrol), the pt experienced severe hypotension and a skin rash. It was reported the pts condition was good. Lot number is unk. Add'l info was requested. Add'l info was rec'd on october 26, 2006. The first kidney transplanted was not flushed with saline.

Manufacturer narrative:
The device was not returned nor was the lot number of the device provided by the complainant. Therefore, the actual device involved in incident or a device from same lot of the actual device involved in incident or a device from reserve samples could not be evaluated. If add'l info is supplied at a later date, qa will assess and perform an eval as required.